Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for non-malignant pain. It was reported that the patient thought a wire was broken. The patient only felt stimulation when standing up or laying on their back. The patient confirmed stimulation and adaptive stimulation were on. The patient was in upright position and was not feeling stimulation and had to lean back in order to feel it. Stimulation was turned up to 10 volts and the patient could feel it in their feet where it was supposed to. The patient broke their leg and had a bad leg and stimulation was supposed to be stopping the nerve pain. The patient normally felt stimulation at 9 volts. The patient fell and broke three toes about a week ago but the stimulation issue started before the fall. The patient was going to see the surgeon on (B)(6) 2016.

Event description:
Additional information received from the patient reported that they met with a manufacturer representative and they were able to fix the problem. The patient stated that their device was working much better now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.